Event description:
It was reported through remote transmission that noise and inappropriate mode switches were present on the right ventricular lead. The lead remained implanted; no patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.